Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted the helix was received extended and stretched and would not retract. The helix did not retract due to distal conductor distortion in connector due to over-rotation (spin).

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead had been secured in the rv apex but then exhibited a loss of capture and high impedance. The helix was retracted and the lead was removed, however, the lead tip appeared to be caught in the rv. After removal, the helix was extended on the table and tissue was noted to be in the helix. A new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.